Manufacturer narrative:
(B)(4).

Event description:
A pump refill appointment was missed. The low reservoir alarm was (B)(6) 2010 and the pump was empty (B)(6) 2010. On (B)(6) 2010, telemetry confirmed a critical alarm was occurring; the alarm was due to zero ml reservoir volume reached. The pt experienced withdrawal symptoms (specific symptoms not reported). The pt heard the alarm test but did not hear the critical alarm on (B)(6) 2010. The pump delivered lioresal 500 mcg/ml at 227 mcg/day. Additional information has been requested from the hcp, but was not available as of the date of this report.